Event description:
Pt admitted with cough and shortness of breath. Pmhx [past medical history] included hypertension, asthma and chf [congestive heart failure]. Pt started on appropriate meds. Two days later, increasing respiratory distress noted. Pt started on bipap [biphasic positive airway pressure]. Pt found pulseless and bradycardic the following morning. During resuscitation, the cannister on the suction machine on code cart was noted to be defective. Intubation was delayed.